Event description:
Additional information received that patient underwent surgical intervention on (B)(6) 2020 where in the ipg pocket was revised, resolving the issue.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient's ipg migrated upwards causing pain and discomfort. Surgical intervention may take place to address the issue.